Event description:
It was reported that the patient presented with an infection after surgery. The patient exhibited drainage, slow wound healing, redness, and irritation. The patient was treated with antibiotics.